Event description:
It was reported that a spectrum pump downstream occlusion when a downstream occlusion was not present. The event happened during routine testing at biomed workshop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream tubing guide. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump downstream occlusion when a downstream occlusion was not present. The event happened during routine testing at biomed workshop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: date received by MFR in the initial MDR was 01/31/2022 and should actually be 1/24/2022.